Event description:
A non-healthcare professional reported following intraocular lens (iol) implantation, patient experienced unexpected outcome. The lens was removed and replaced in a secondary procedure.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined, not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).